Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. Reportedly, after multiple attempts were made by tandem technical support, customer emailed back stating "everything was fine".